Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also, the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing associated with the right ventricular lead. It was noted that the rv (right ventricular) pace lead impedance was 1600 ohms on (B)(6) 2015. The sensing integrity counts went up to 1867 (within 13 days) along with vt-ns (ventricular tachycardia ¿ non-sustained) episodes and evidence of rv oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing as artifact was noted on the rv bipolar sensing egm (ectr ogram). A possible lead fracture was suspected. The lead was explanted and replaced. Additionally, it was reported that the device had a sensing/detection problem as there was artifact noted on the egms. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.